Event description:
Same case as MFR ID #'s: 2134265-2012-05168, 2134265-2012-05253. It was reported that during a peripheral stenting treatment procedure, a vessel dissection occurred. It was noted that a small dissection occurred during a case where a truepath cto device, charger balloon catheter, and 7x29x120 epic vascular stent were used. The dissection was treated with another epic stent. No further patient complications were reported. The patient was reported as fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).